Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm. The esp personel had reviewed and discussed the troubleshooting steps to the user which user performed and therapy was resumed. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6) medical center. Due to character limit in the e1 section the full initial reporter's name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).